Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that patient was unable to charge their implantable neuro stimulator (ins). It was reported that on (B)(6) 2012, her health care professional (hcp) found that the device was flipped via fluoroscopy. The patient fell approximately 5 days later. The patient fell forward and the fall "should not have affected the device." Approximately 6 days after the fall was the last time the patient was able to feel stimulation. The next day it was reported that the ins battery was "dead." It was also reported that the device was turned clockwise and at an angle, but was still flat. That same day it was reported that the patient tried to recharge the ins but was not successful. The patient stated "it worked good for the first 2 weeks", then she had to get a new ins recharger, and "it has been a hassle ever since." The patient was "not happy with the rechargeable device" was going to talk with her hcp about non-rechargeable ins devices. Four days later it was reported that the hcp planned to reposition the ins within the pocket. The patient stated that she would rather have a non-rechargeable device implanted. At this time the patient reported that after her surgery in may she had more pain than expected where the leads enter her spine. Additional information has been requested, but was not available as of the date of this report.